Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer used a different wall adapter and charging cable, but the issue persisted. Technical support decided to replace the pump, confirmed the shipping address, and advised the customer to use multiple daily injections as a backup therapy. The customer was instructed to put the pump into storage mode before returning it to tandem using a prepaid label within 10 days.